Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and mesh and mpathy medical restorelle y were implanted. It was also reported hat she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat incomplete uterovaginal prolapse, cystocele, frequency, urgency, and stress urinary incontinence and mesh was implanted along with the concurrent procedures of total abdominal hysterectomy, bilateral salpingo-oophorectomy, and abdominal sacrocolpexy. It was further reported that at the time of implantation the patient also had desara sling implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions, bowel obstruction, chronic constipation, bulging on the inside, powerful pulling feeling, odd odor when urinating, dyspareunia causing inability to have sexual relations.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, and urinary and bowel problems. It was reported that the patient underwent revision due to recurrence on (B)(6) 2009 by (B)(6).